Event description:
It was reported that during an implant procedure, a white discharge at one of the incision sites was noticed. The physician proceeded with the implant because they could not leave the extensions half out of the body. The patient was hospitalized. The wound was washed and the patient was placed on antibiotic beads and additional intravenous antibiotic. No further information has been obtained despite good faith efforts.